Manufacturer narrative:
This is a duplicate of report # 1218950-2017-01695.

Event description:
The customer reported that during annual testing they found some power cords have a complete break in continuity. There was no reported patient incident or injury.